Manufacturer narrative:
Taper ii. (B) (4). Analysis notes the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical damage which may have been made to facilitate removal of the device. Device labeling addresses the reported event of pain and dehydration as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and port...port site pain."

Event description:
A device was returned to the da lab with no information. Further follow up with the physician notes that the patient reported to the physician pain caused by a protruding port that warranted the explant.